Event description:
It was reported that the PICC catheter was placed on august 8. No abnormalities were found during placement and indwelling. During catheter maintenance on august 23, liquid leaked from the insertion site. It was judged by clinicians that it could not be used properly any more and decided to be removed. The catheter was removed smoothly and found ruptured around the scale of 3cm, from which liquids leaked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 2 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the PICC catheter was placed on august 8. No abnormalities were found during placement and indwelling. During catheter maintenance on august 23, liquid leaked from the insertion site. It was judged by clinicians that it could not be used properly any more and decided to be removed. The catheter was removed smoothly and found ruptured around the scale of 3cm, from which liquids leaked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the PICC catheter was placed on (B)(6). No abnormalities were found during placement and indwelling. During catheter maintenance on (B)(6), liquid leaked from the insertion site. It was judged by clinicians that it could not be used properly any more and decided to be removed. The catheter was removed smoothly and found ruptured around the scale of 3cm, from which liquids leaked.